Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and had draining issues resulting in not completing treatment. The pd registered nurse (pdrn) stated the patient has taken prescribed laxative and had no issues draining manually and on clinic cycler in sitting and lying positions. The pdrn stated the nurse from the hospital notified the patient that they will not be discharging the patient from the hospital without a cycler replacement after patient reported to the hospital that the cycler is not working. Technical support provided clinical indications for alarms and suggestions for evaluation explaining a replacement would likely not resolve. The pdrn verbalized understanding but stated the patient needed the replacement to be able to go on with evaluation and be discharged. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized from (B)(6) 2021 through (B)(6) 2021 due to hyponatremia, weakness, drain complications, abdominal pain, and a positive covid-19 screening in the emergency room. The patient was asymptomatic as it pertained to the covid-19 diagnosis, however the patient was admitted and kept under strict respiratory precautions. A peritoneal effluent culture and cell count were obtained, and both were negative for signs of infection. The pdrn stated the patient performed manual therapy while hospitalized without issue; therefore, the pdrn alleged the liberty select cycler malfunctioned and caused the drain complications, hyponatremia, and abdominal pain. Additionally, the pdrn stated the patient has not encountered any drain complications since using the replacement cycler. The patient has recovered from the events and continues to utilize the replacement liberty select cycler without issue.

Manufacturer narrative:
Correction: h6 clinical code plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of hyponatremia, weakness, abdominal pain, and positive covid-19 screening, which warranted hospitalization. The definitive etiology of the events is unknown; therefore, causality cannot firmly be established. However, the pdrn alleged the events were related to an unspecified deficiency or malfunction of a fresenius device(s). Abdominal pain is a common side effect of pd therapy, largely caused by the increase in intraabdominal pressure created by the instillation of dialysate. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the events. However, the patient was actively undergoing ccpd therapy when the events occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without a definitive cause and the pdrn¿s allegation, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and had draining issues resulting in not completing treatment. The pd registered nurse (pdrn) stated the patient has taken prescribed laxative and had no issues draining manually and on clinic cycler in sitting and lying positions. The pdrn stated the nurse from the hospital notified the patient that they will not be discharging the patient from the hospital without a cycler replacement after patient reported to the hospital that the cycler is not working. Technical support provided clinical indications for alarms and suggestions for evaluation explaining a replacement would likely not resolve. The pdrn verbalized understanding but stated the patient needed the replacement to be able to go on with evaluation and be discharged. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized from (B)(6) 2021 through (B)(6) 2021 due to hyponatremia, weakness, drain complications, abdominal pain, and a positive covid-19 screening in the emergency room. The patient was asymptomatic as it pertained to the covid-19 diagnosis, however the patient was admitted and kept under strict respiratory precautions. A peritoneal effluent culture and cell count were obtained, and both were negative for signs of infection. The pdrn stated the patient performed manual therapy while hospitalized without issue; therefore, the pdrn alleged the liberty select cycler malfunctioned and caused the drain complications, hyponatremia, and abdominal pain. Additionally, the pdrn stated the patient has not encountered any drain complications since using the replacement cycler. The patient has recovered from the events and continues to utilize the replacement liberty select cycler without issue.